Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the white tip of the clamp remained in the patient's abdominal cavity with the staple. Recovery of the piece was performed with the trocars laparoscopically. Another like device was used. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic hernia repair. The white tip of the device was retrieved from the patient¿s abdominal cavity without additional dissection required. Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed and revealed impact damage on the prongs of the insertion fork. The prongs of the insertion fork were not designed to hit on hard surfaces. When this happens the internal components in cannula spindle and cannot slide properly and consequently the cannula cap fell off.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.